Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her son (the patient) and reported elevated blood glucose (bg) levels. The reporter claimed that on friday, the patient had a fasting bg level of "550" mg/dl. It is unknown what time the result was obtained. At 6:00 am, the patient reportedly checked his bg again. According to the reporter, the patient's bg kept going up and he developed large ketones. It is unknown what result was obtained at 6:00 am. By 6:30 am, the patient took a 16 unit correction of humalog insulin via syringe. At 6:45 am, the patient reportedly got a "hi" result and had symptoms of nausea and vomiting. At 7:00 am, the patient took another correction (unknown units). The patient's site was changed friday afternoon. At 3:00 pm, no site issues were observed. However, the patient's bg was reportedly "500+" mg/dl. The patient received additional injections via syringe. The patient's bg remained up until 8:00-9:00 pm when the bg's came down with injections to the "200-300" mg/dl range. The reporter indicated that the patient's bg kept going up between injections and overnight on friday evening. On saturday, in the morning time, the patient's bg again was "hi". The patient was taken off of the pump and placed on lantus and humalog injections. On (B)(6) 2012, the patient visited a doctor who attempted to prime the pump with 5 units in two instances. The reporter claimed that in each attempt, only 2-3 units were allegedly primed. The reporter claimed that the doctor informed her that the pump was not delivering correctly. The pump's prime history showed large prime volumes over the previous month. No associated alarms were noted in the pump's alarm history. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level that can be associated with severe hyperglycemia. However, at this time, itis unknown if the pump contributed to the patient's injury

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed the pump was suspended on (B)(4) 2012 at 14:32 and delivery was not resumed until (B)(4) 2012. There were no pump conditions or alarms representing a failure recorded in the black box or alarm history, only typical usage alarms and warnings were recorded. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.